Event description:
Spontaneously call from husband reports that cadd legacy pump showed error of 1720 and will not power on. Pt did not experience any ade due to pump malfunction. Pt is currently using back up pump. The reported product fault did not occur while in use with a pt, and did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.